Event description:
Customer reported that this colleague infusion pump failed the accuracy testing underdelivery during service. Although attempts were made by baxter to obtain additional info details were not available. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional info is available.